Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
No additional information reported at this time.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
No additional information regarding the event was provided.

Manufacturer narrative:
Investigation - evaluation: investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, tilt, organ and vena cava perforation, pain'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Unknown if the reported pain is directly related to the filter and unable to identify corresponding failure mode(s) at this time. Catalog and lot# are unknown. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
No additional information reported at this time.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that the plaintiff received a gunther filter on (B)(6) 2009. The plaintiff alleges, pain, the filter is tilted, perforated the vena cava and into adjacent organs. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Additional information: investigation ¿ investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. A total of (B)(4) devices were manufactured in the reported lot. To date, no other complaints have been reported against this lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. Cinc: spec (B)(4) pertain to the gunther tulip vena cava filter. The specifications differ based on the approach used in placement of the device. However, both documents indicate that the device is manufactured, inspected and packaged by william cook europe no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
No additional information provided at this time.

Manufacturer narrative:
(B)(4). Investigation- it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, tilt, organ and vena cava perforation, pain'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Unknown if the reported pain is directly related to the filter and unable to identify corresponding failure mode(s) at this time. Product is manufactured and inspected according to manufacturing instructions and quality control. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.